Manufacturer narrative:
Date of event: exact date unknown, event occurred about two weeks ago.

Event description:
It was reported that the patients ipg was nonfunctional and had difficulty communicating with the remote. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded. No device malfunction was suspected.